Event description:
During the evaluation of the device at the manufacturer's service center, the device failed an o2 flow sensor test step during testing. There was no patient harm or injury reported with this notification. The device was not reported to be in patient use. The device has been returned to the manufacturer's service center, but evaluation is not complete. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that during the evaluation of the device at the manufacturer's service center, the device failed an o2 flow sensor test step during testing. There was no patient harm or injury reported with this notification. The device was not reported to be in patient use. The device has been evaluated at the manufacturer's service center, and it has been determined that the device failed the test due to a faulty oxygen blending module. The device's oxygen blending module board needs to be replaced to address the issue.